Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device to lab inr was 3.9/6.6. The patient's coumadin was held for two days. The device was replaced and requested to be returned for evaluation.